Event description:
It was reported via legal documentation that approximately 155 months after a left total knee replacement to address periprosthetic osteolysis. A revision operative report was provided. Post operative diagnosis noted periprosthetic osteolysis of internal prosthetic left knee joint. Post op procedural findings noted significant osteolysis, bone loss and instability, intraoperatively the surgeon observed significant effusion and synovitis. The polyethylene insert was noted to be delaminated but no evidence of prosthesis loosening. The surgeon observed the patella to be worn and lose but it was elected to be retained and resurfaced. No surgical or medical interventions were reported.

Manufacturer narrative:
D10: 1627406 02-012-35-4009 logic tibia ps mod insrt sz 4 9mm, optetrak logic cc tibial insert (sn (B)(6)), optetrak logic femoral component (sn (B)(6)), optetrak logic tibial tray (sn (B)(6), 3 peg patella (sn (B)(6)), non exactech p bone cement x 2. Multiple MDR reports were filed for this event, please see associated report: 1038671-2023-00231. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.